Manufacturer narrative:
Beckman coulter complaint handling unit evaluated the issue with the au480 chemistry analyzer, and identified the failure mode as a defective sample pot and sodium electrode. The customer replaced the sample pot and sodium electrode to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low na (sodium) patient results on their au480 chemistry analyzer. The erroneous results were not released out of the laboratory; thus, there was no injury or impact to patient treatment associated with this event. The customer stated that calibration and quality control performance was within the laboratory's established ranges.